Manufacturer narrative:
MDR 3003442380-2024-02792 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2024 the patient faced infusion with 3 site issue and the patient reported leaking at the site but specified caused not determined. The infusion set longed for lasted between 6 hours to 2 days and the blood glucose valued remained between 13-15.4 mmol/l (3.0-27.7 mmol/l). No further information available.